Event description:
At approx 9:05 am, endo stitch device broke and, therefore, caused tip to break off of a 2-0 surgidac 7 inch needle. Needle tip could not be found. At 09:16, dr asked for x-ray. X-ray arrived at 09:26 and took film of pt's abdomen. The x-ray did not get a good picture of the entire abdominal area, so they returned at 10:42 for more x-rays. There were no radiologists available to look at x-rays. Dr walked to radiology to have someone look at films at 11:20. At 11:29, dr then called to inform us that the needle tip could not be seen in the abdomen and start to close. Broken needle was out in a specimen container and a biohazard bag with a pt sticker on it, and taken to the front desk. Rep for endo stitch was informed about the incident.